Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage was noticed. When the physician took the 3.00 x 32 mm taxus express2 drug eluting stent from the packaging, a stent strut was found to be abnormal. The procedure was completed with another taxus express2 stent. No pt complications were reported. Pt status reported as "satisfactory/good".